Event description:
Info received from our france affiliate. A pt wearing acuvue 2 contact lenses developed a corneal abscess. We contacted the treating ophthalmologist and learned that pt came to a hospital with eye pain and was diagnosed with a corneal ulcer. We have no treatment info. The pt returned to the hospital the following day with increased pain and the ulcer was then diagnosed as a corneal abscess. The pt was hospitalized for "5 to 7" days. The ophthalmologist reported that as of 2008, the pt's va was 0.4 (20/50). The ophthalmologist was referring the pt to another ophthalmologist to evaluate for a corneal graft. The reporting ophthalmologist reported that according to the pt, the pt's compliance was good for hygiene, wearing schedule and frequency of lens replacement. The lot number of the product in question was provided, but the product was not available. The lot history review revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Any add'l info will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Labeled for single use and reuse. No conclusion can be drawn.